Manufacturer narrative:
D2a - common device name: biliary catheter for stone removal that may also allow for irrigation and contrast injection. Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the returned product. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the syringe still attached to the inflation port, and the balloon ruptured. Under magnification, it was identified there was a portion where the balloon material did not match up and a portion appears to be missing. The missing portion of the balloon was not returned with the device. No other anomalies were detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report, the balloon material ruptured. A corrective action (CAPA) has been initiated to reduce occurrences of balloon ruptures. The product said to be involved is included in the scope of the corrective actions. In the information provided in the report, it states the balloon was tested prior to advancement down the endoscope accessory channel and inflated properly. This means the balloon was intact and functioning prior to advancement down the endoscope accessory channel. A pinhole, split, or rupture in the balloon can occur if the balloon material has come into contact with a sharp object, such as a sharp stone or possibly a burr in the endoscope channel. A split or rupture in the balloon material can also occur if added pressure was applied during extraction. The instructions for use direct the user to "gently withdraw the inflated balloon toward the papilla." The instructions for use contain the following: ¿warning: do not exert excessive pressure on ampulla while extracting stones. If stone does not pass easily, reassess need for sphincterotomy.¿ prior to distribution, all tri-ex extraction balloon with multiple sizing are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action (CAPA) has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography [ercp], the physician used a cook tri-ex extraction balloon with multiple sizing. It was reported [that] the user detected the balloon cannot be inflated under endoscopic view, then retracted the balloon, and observed the balloon rupture issue. There was no reportable information at this time. The device was evaluated on 09sept2025. The balloon was examined under magnification, and a portion of the balloon was missing [subject of report]. The detached portion of the balloon remained inside the patient¿s body to pass naturally. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.